Event description:
One patient with discrepant troponin t results. Initial result not reported. Initial result 0.078 ng/ml, repeated twice at <0.01 ng/ml. Field service representative unable to determine root cause. Performance tests were performed.